Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the following information ¿ your surgeon¿s name, email, phone number, address.

Event description:
It was reported by a patient that they underwent a hernia repair procedure on (B)(6) 2026 and mesh was implanted. Since then, the patient has permanent bilateral pain in the lower abdomen, pubis and groin with significant sensations of electric shock. In connection with these pains, the patient can no longer do sports, nor daily work and also has great difficulties to bend down. Pain also radiates to the testicles. The patient consulted the surgeon several times after the surgery and noted nothing abnormal and referred the patient to the (B)(6). The patient has been followed by the (B)(6) since (B)(6) 2025. To date no treatment has been able to relieve the pain: paracetamol treatment, isalgy, osteopathy sessions, tens, pulsed radio infiltrations and lately a caspaine patch. Current state of the patient: these chronic and disabling pains lead to a fragile psychological state with more and more worries about the patient's state of health. The patient feels more and more depressed and is wondering about having those plates removed. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, but it was reported that no further information is available